Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The mid shaft showed damage at the marker band area. The inner liner showed damage in the form of buckling from the proximal side of the tip back 5cm. There was also tip damage noticed. The stent was not returned in the sheath. There were no indications of any detached components on the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the delivery system broke and was difficult to remove. Vascular access was obtained via a contralateral approach. The target lesion was located in the highly calcified and very tortuous superficial femoral artery (sfa). A 6 x 200 x 130 innova stent was selected for use. It was noted that resistance was experienced during advancement and withdrawal of the catheter. The outer catheter of the delivery system broke while in the patient and the entire device had to be pulled forcefully to be removed from the patient. No complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported the device broke in three pieces. The procedure was completed with the implantation of new stents.